Event description:
It was reported that prior to a sleeve gastrectomy procedure, the stapler within packaging slid out of the packaging when it was picked up and dropped onto the floor. It was reported that the packaging is not sufficiently sealed or taped shut at the opening. No delay to procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).